Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred and the planned treatment was performed by the customer when the issue occurred, and the procedure was aborted and completed in different lab. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to perform fluoroscopy. Upon troubleshooting fse found that x-ray tube was encountering grid switch errors, and the tube current was operating outside the acceptable range. To resolve the issue, fse replaced x ray tube. The defective x-ray tube was returned to philips for analysis and the cause of the failure was due to small filament short circuit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the fluoroscopy could not be performed. No harm to the patient or user was reported. Philips has started an investigation of this complaint.